Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to rule out a driveline infection. The patient had pain and a rash at the driveline site from tape excoriation. It was resolved with a new dressing kit skin protectant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (pain and rash at the driveline site) and heartmate 3 lvas could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. No alarms were reported for this event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system; however, the center reported that the patient was admitted to rule out driveline infection. The patient¿s pain and rash at the driveline site resolved with a skin protectant, then a new dressing kit. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient also experienced a rash at the driveline site on (B)(6) 2018. No admission was required and the rash resolved with a new dressing kit.